Manufacturer narrative:
Intermittent button response and button error alarms were due to corroded keypad traces. Cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection. There was no ramping numbers noted on the display. The motor error alarmed during rewind due to jammed motor gearbox.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received button error and motor error alarms. The customer's blood glucose level at the time of incident was 463mg/dl. The customer treated the high with manual injection. The customer states there were 3 motor error alarms. The customer was unable to check alarm history due to button error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.